Event description:
It was reported that during an interventional procedure in the peritoneal artery, the xpert stent did not fully deploy in the anatomy. The device was removed from the anatomy. There was no reported resistance upon insertion or removal. Another xpert stent of the same size was used to successfully complete the procedure. There was no reported adverse patient effect or sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned with blood and saline in the sheath, consistent with being advanced into the anatomy. The stent implant was partially deployed for a length of 4 rows on the distal end. The tip was located distal to the distal marker. The mandrel in the hub was pulled completely out and the cap was tight. There was no other damage noted to the sess. During functional testing, the mandrel was pushed back into the hub and the tip moved distally past the end of the deployed stent implant. The stent implant did deploy when the mandrel was half way pushed in. After the stent was deployed, the mandrel was advanced and retracted and the sheath moved proximally. Potential factors for difficulty deploying include, but are not limited to, manufacturing, pre-dilatation strategy, anatomical conditions, deployment technique, kinks or chatter marks in the shaft and/or damage to the device deployment mechanisms (handle components/shaft lumens). It is possible that the anatomical conditions contributed to the difficulty; however, this could not be confirmed and a conclusive cause could not be determined. The partial deployment appears to be due to the outer sheath partially retracting during the attempt to deploy. There was no associated nonconforming material records for this lot, indicating all lot release testing met specification. Additionally, a query of the viper complaint handling database for the reported lot was performed and revealed no other incidents for deployment. There is no indication of a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.